Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial#(B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they fell a few days prior to meeting with their manufacturer representative and health care provider (hcp). They did not have any issues with their stimulation after the fall but began to have issues after the manufacturer representative checked and reprogrammed the device. After the reprogramming they had overstimulation and soreness in their ribs. The overstimulation was noted to be sudden and positional. While also in the device check appointment they had an injection in their back and thought that the injection may have "hit some metal in there" as they have hardware in their back. It caused pain that was bad enough to make them clumsy when walking. The patient admitted to having panic attacks and when they felt the stimulation was hurting them (after they saw the manufacturer representative) they panicked and turned the device off. The patient called in for troubleshooting. The patient was able to check the device with the patient programmer and was able to change stimulation in group b program 1 at 2.30v and program 2 at 3.0v and the stimulation felt good. They switched to group a and adjusted the stimulation until it felt good as well. Indications for use are as follows: 033 non-malignant pain 043 failed back surgery syndrome